Manufacturer narrative:
Sample is li heparin without a gel barrier that was centrifuged for 10 minutes at 1500 rpms. Sample appearance was normal and collection tubes were properly filled. Qc was within the customer's established ranges prior to and after the erroneous result. System checks were performed on (B)(4) 2011 and (B)(4) 2011; both met specifications. No errors or result flags were generated in association with the false normal result. A bci field service engineer (fse) was on site (B)(4) 2011 to perform type 1 hardware verification testing. All results met specifications. No hardware issues were noted. The customer's believes the event was due patient's sample. However, clear root cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining false normal thyroid stimulating hormone (tsh) generated by the access 2i (lxi) immunoassay system. The result was reported out of the laboratory and questioned by the physician. The sample was repeated on the ame unit and result above the normal reference range was obtained, which better matched the patient's clinical picture. No reports of death, injury, or change to patient treatment have been reported in connection with this event.